Event description:
It was reported that the pt's hearing performance was affected and that electrode channels were in status hi. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.